Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced a lead fracture. The lead was then partially capped and used as a defibrillation lead. A new lead was needed to be implanted for pacing and sensing. No additional adverse patient effects were reported.